Event description:
The customer reported their patient had an implantable cardioverter defibrillator (ICD), which indicated a vt, but their intellivue multi measurement server x2 failed to alarm for the vt event. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported their patient had an implantable cardioverter defibrillator (ICD), which indicated a vt, but their intellivue multi measurement server x2 failed to alarm for the vt event. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.